Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. The cautery hook was slightly bent. The bent caused the horizontal width of the hook to exceed 5 mm; due to this defect, the instrument did not fit in the cannula. Failure analysis concluded that the damage may likely be due to mishandling/misuse. Failure analysis investigation also found the instrument's grips to be broken. The white colored insulation directly below the cautery hook was broken. The piece that broke off was not returned with the instrument. It was concluded that the damage may likely be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken grip/white colored piece of insulation missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the permanent cautery hook instrument would not fit thru the cannula. The cannula was inspected and it was fine. It was noticed that the hook of the instrument was offset. The instrument was not used. No patient harm, adverse outcome or injury was reported.